Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was noted that the right ventricular lead could not be placed at the target area. Several attempts to reposition the lead were made but the issue persisted. It was also noted that the helix could not be rotated and did not come out of the lead. The lead was not used, and a new lead was implanted. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. A complete lead was returned in one piece with the helix was found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. Analysis found overtorque of the inner coil at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.